Event description:
During testing at the user facility, it was noted the device touchscreen was out of calibration. Prior to testing, the device had been returned to the biomedical department due to channel b mechanism making a grinding noise when opening and closing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.